Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient's pump was restarting approximately three times each day and this started happening about a week ago. The reporter verified that there is no damage to the battery compartment or battery cap, the battery cap fit securely on the pump without the yellow o-ring visible, there was no visible moisture in the pump and the battery cap had been replaced within the past one-to-three months. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged intermittent power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or pump history. There were no alarms related to the complaint in the pump alarm history. The pump was exercised for 24 hours on a 1 unit per hour basal program with the returned battery cap with no power issues. A battery cap functional test was performed with no connection defects noted. The battery cap contact was found to meet the required specifications. The pump cover was removed with no evidence of moisture or damage found to the power circuit or battery flex. The reported complaint was verified in the pump history but could not be duplicated during investigation.